Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained from meter memory of 228, 183, 144, 158 and 168 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed during the call, fasting and produced test results of 161 mg/dl and 248 mg/dl using. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all these results.